Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9266901. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that before use, 2 bd veo¿ insulin syringes with the bd ultra-fine needle had "condensation" found in them. Air was drawn into a syringe and "a tiny drop of liquid" was able to be "squeezed" out. The following information was provided by the initial reporter: "a patient came in and reported and showed pictures (albeit, not very clear) of two syringes that looked to have condensation in them. He mentioned that it was about one in every ten syringes and he would draw some air into the syringe and be able to squeeze a tiny drop of liquid out. He got a box of 100 so I gave him a bag of ten to make up for it. This was for the veo ultrafine 0.5ml / 31g / 15/64" syringe/needle, lot #9266901a."